Event description:
It was reported that the left ventricular lead had significant fluctuations in its threshold over the past 3 years. Last november there was a high threshold reading as well as high impedance. The representative questioned if this could be a lead fracture. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.